Manufacturer narrative:
A photo was shared by customer, where a small piece of broken component is shown next to microclave, no additional damage or anomalies are observed. One used device was also returned and a broken male luer piece were returned for evaluation. As received, some marks on the broken male luer suggesting the use of pliers was observed. A plastic deformation and stress marks in both components were observed. No mating device was returned for evaluation. Complaint of cracks can be confirmed. This type or cracking is indicative of twisting force applied during use, however without the returned used mating device, a probable cause cannot be determined. Lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event involved a microclave¿ clear connector where the customer reported, ¿check valve cracked into 2 parts, the male side getting stuck in the catheter. The event was observed during patient reinstallation. The patient was connected to the device. No adverse event/human harm. Some of the sedation was not administered to the patient, so the reduction in sedation could cause discomfort to the patient. A medical intervention was required: in order to successfully extract the piece of the check valve from the catheter. It was extracted using a needle holder manipulated by the on-call intern. The event was known when the sedative product (whitish liquid) begins to flow into the patient's sheets and onto the patient. The treatment was not fully administered, when the cracked valve was present, part of the treatment was not administered. No visible default on the device before use. At 8 p.m. When the box tour and device checks were performed, the catheter showed no visible leaks to the naked eye. First, we noticed liquid in the sheets and on the patient. Then the screw thread was impregnated with propofol (whitish liquid), which normally is not visible at this location. Only after disconnecting the valve, the crack was visible. It is difficult to give an estimate time when we noticed the crack, but probably after a few hours. At 8 p.m., nothing visible and at midnight traces of sedation in the sheets. The lot number is unknown. The drugs that flowed through this line were: propofol (2 syringes); sufentanil; midazolam and a glucose serum.